Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a ge field engineer sustained a deep laceration to his index finger while servicing this CT device. He was treated by a healthcare professional with dermabond and steri-strips.

Manufacturer narrative:
Ge healthcare¿s investigation revealed that the field engineer applied a large moment load on the wrench without adequate attention and protective gloves. The wrench did not have enough engagement to sustain the load during loosening of the screw. Increased attention and protective gloves should have prevented injury. No additional actions are planned at this time.